Event description:
A customer in (B)(6) reported incorrect avidity results while using the; vidas toxo igg. The sample txg avidity test was performed after dilution three times with the following incorrect results; (166/15=11), (dilution 392/15= 26). The final test sample was then diluted 1/10 and retested still returned invalid avidity result of 734/15 ml. There were no reports of patient harm.

Manufacturer narrative:
An investigation into an avidity issue while using the vidas® toxo igg was performed. The customer did not return the patient sample, so no testing could be performed. A review of the batch production record did not reveal any abnormalities or anomalies during the production of quality control lot release testing. As indicated in the package insert : "samples with high anti-toxoplasma igg titers may affect dilution test results. " since the patient sample was not returned, this complaint was unable to be confirmed and the issue may have been caused by a sample with high anti-toxoplasma igg titers.